Manufacturer narrative:
The company representative examined the system and updated the software to mitigate the issue reported. The system was then tested and met all product specifications. The customer reported an event of no irrigation or aspiration in the vitrectomy mode. The system under investigation was confirmed to have software revision 2.05. This event type is consistent with a known issue addressed in an internal investigation. The internal investigation was opened to address reported incidents of no irrigation/aspiration was opened to address reported incidents of no irrigation/aspiration during anterior vitrectomy mode. It was found that under certain circumstances with the vitrectomy setup screen enabled, the user can unknowingly disable the footswitch control of fluidics; including irrigation, vacuum, and aspiration during the anterior vitrectomy procedure. No other procedural steps are affected. The root cause was determined to be due to an issue in the software revision in the system when the event reported occurred. (B)(4).

Event description:
A customer reported there was no irrigation or aspiration in vit mode during a procedure. There was no pt harm reported. Additional information requested but none was received.